Event description:
Ous MDR - during implant of this device a few issues occurred. The leads were checked with the analyzer and all measurements were within normal range. When those leads were connected to this device and the pocket was closed, high impedances and loss of capture at maximum output were noted for both leads when the device was interrogated. Visible p waves of 1.5- 1.8mv were noted both on the iegm and marker channels. The pocket was opened and the rv lead was unattached and then reconnected, but still there was a high impedance reading with loss of capture at maximum outputs. The atrial lead was then disconnected and reconnected again and this time all numbers were normal. It was decided to use a new pacemaker and when the lead were connected to it, everything worked as expected. There were no adverse patient side effects reported for this patient. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing no anomalies. In particular the header of the device was analysed. The set screws could be easily screwed in and out. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. The inspection revealed the presence of coagulated blood inside the header bores. At a next step the pacemaker was interrogated and the pacemaker's memory content was analysed. The battery status was found to be "ok". During the inspection, the clinical observation was confirmed, a pacing impedance > 2500 ohm was measured in the atrial channel. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present.